Event description:
Ous MDR - the patient arrived at ER due to multiple shocks. The iegms analysis revealed that there was inappropriate vf detection due to noise. The defective lead was extracted. The patient refused a new device.

Manufacturer narrative:
The ICD and the lead under complaint were returned and subjected to an extensive analysis. Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 48 months and 75 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right atrial, right ventricular and far-field channels. This led to the detection of vf episodes with corresponding shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Upon receipt, the lead under complaint was found cut approx. 15 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. In between a 1.5 cm segment of lead body was missing. The received lead fragments were subjected to an extensive analysis. Multiple signs of wear along the lead fragments were noted. In particular 11.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of noise which led to shock delivery as reported in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally a deformed shock coil was observed. The conductor cable to the distal atrial dipole was found pulled out of its lumen. These damages most likely resulted from forces applied during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged lead insulation. A thorough analysis of the ICD proved the device to be fully functional. The analysis of these devices did not reveal any sign of a material or manufacturing problem.